Event description:
The customer contacted stryker to report that their device did not power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker replaced the device's eos and power pcba from the power module to repair device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluate the removed parts and the root cause of the reported issue could not be established.